Event description:
Scc's sqrr returned correct multiple non-cancelled bmp test to the star system. The star system displayed the most recent test. When the nurse clicked on the test, the star system did not display the correct collection date and time. The pt's treatment was not affected. This problem may cause a delay in pt treatment, unnecessary treatment, or a treatment to be missed.